Event description:
It was reported that the valve appeared to be clogged in the antisiphone portion of device. The surgeon was concerned about anti-siphon portion of valve due to presence of visible debris within the ventricular and peritoneal catheters.